Event description:
A malfunction alarm was reported for a pump with alarm 20 occurring during the load process. There was no reported impact to the customer¿s blood glucose level, as the customer declined to answer whether bg exceeded a specific threshold. Technical support assisted the customer in loading a new cartridge correctly, and the customer successfully resumed insulin therapy. No previous cartridge alarms were reported with this pump.